Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002, device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: if breakage occurred during usage, how many tissue passes had occurred before breakage? Approximate location of breakage on suture in relation to needle? What in the physicians opinion was the cause of the suture breakage? Was the procedure completed successfully? Was there any adverse patient outcome? Will the actual sample be returned for evaluation? Are any representative samples available for evaluation? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Did the patient experience a wound dehiscence? On what tissue was the suture used/location of suture placement? What tissue dehisced? Size of dehiscence? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Please provide the patient's weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted ligation and hemostasis, which caused the patient's surgical incision to split and bleed. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Corrected information: h6 type of investigation.